Manufacturer narrative:
G4: 01jun2020. B4: 02jun2020. Power management board assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The power management board was installed onto a good test unit in an attempt to duplicate the reported issue. After testing, the reported issue was unable to be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 11feb2019, date rec¿d by MFR : 31feb2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. During troubleshooting, it was identified that the ventilator generated/logged error codes relevant to 35 volts failure. The customer was advised to replace the power management (pm) printed circuit board assembly (pcba). The customer reported that the pm pcba was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator generated a "check vent alarm". The ventilator was in clinical use at the time of the event occurred. Event date not specified; estimate used.